Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 14 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2020-00116 for the second report. It was reported that the patient had to be removed from the closed suction system, and suctioned with a separate box catheter because the catheter was difficult to penetrate. No patient injury was reported.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received (B)(6) 2021 indicated the patient circuit was a heated humidified system. The sample is no longer available as a mass cleaning occurred at the user facility and it "would have been thrown away."